Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown healing abutment was returned for investigation. The internal hex and collar of the implant were in good condition without signs of damage. The healing abutment threads contained debris but it was able to assemble with the implant without issue. Appropriate documentation was reviewed. DHR review could not be conducted for the healing collar as no lot number was provided. Complaint history review by item or lot number could be conducted for the healing abutment as no product information was provided. Based on investigation, device malfunction did not occur for the device. As a result, the reported event is unconfirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight was not provided and is unknown. Item and lot number were not provided and are unknown. UDI, manufacture date, and 510k are therefore unknown. Placement dates of the screw were not provided and are unknown.

Event description:
It was reported that a dental abutment screw fractured, requiring removal of the integrated implant.